Event description:
Patient presented with mild angulation in the aortic neck; renal to bifurcation length 100mm with 31mm diameter. Patient implant of a 28-16-120bl bifurcated device, a 34-34-80le proximal extension, and a 20-20-55l limb extension. Based on the renal to bifur length and neck diameter this case is off-label per IFU. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed, and there was still a slight leak. The physician decided to monitor the patient at 30 days.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Based on patient anatomy and devices used, the patient anatomy did not meet the sizing algorithm in the indications for use.